Event description:
It was reported that the pressure wire was working fine during the procedure. The physician then reshaped the tip and the waveform disappeared. Another volcano wire was used to complete the procedure. There was no report of pt injury or adverse event due to this incident. The device was returned to the manufacturer for evaluation. During examination of the device on (B)(4) 2012, it was observed that the pressure sensor was broken.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received for evaluation and upon visual inspection it was noticed that the pressure sensor was broken; however, all parts of the sensor were present. It was also observed that the wire had multiple kinks and the distal tip appeared to be shaped. The signal test was performed on the device and "attach wire to connector" message was produced which is likely due to the broken sensor. This confirmed the reported signal issue of a lost waveform. Reshaping of the device as reported could have likely contributed in damaging the sensor however we were not able to conclusively determine when or how the sensor was broken. It is possible to cause this type of damage if the device is impacted, manipulated, or if excessive force is applied. No adverse events were reported by the user. No further action required.